Event description:
This event was captured based on review of an abstract. This report represents the portion of the abstract related to dissections.

Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. There were no reported product deficiencies and the devices were not returned for analysis. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.